Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. The device was determined to be fully intact, with some minor scratches and dings along sides. It was further determined that the coupling head was worn, triggers were sticking and the device made an unusual noise when running; additionally, the trigger components and bearings were corroded. It was determined that this was due to component wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing phase of the sterile processing cycle, it was observed that the small battery drive device would not go in reverse. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.